Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with the pulse generator in backup vvi. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.